Event description:
It was reported that the tip broke during a spine procedure. The tip did not fall into the surgical field. The procedure was completed with another device. There were no adverse consequences to the pt. There was not a significant delay in the procedure.

Manufacturer narrative:
The device was not returned to the MFR. A replacement was sent to the customer. This report will be updated if the device is returned and the investigation requires an update.